Event description:
We were applying a dexcom g6 continuous glucose monitor to my son's body. The applicator button did not deploy properly resulting in the lead needle not retracting (staying extended into the skin). In addition the applicator did not disengage from the sensor device and was ultimately stuck to his skin. This resulted in extreme pain. FDA safety report ID# (B)(4).